Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupted software. The main software was reloaded to resolve the report, and the error was cleared. It could not be firmly established how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not received at zoll medical corporation. However, a data file was provided for the review. The file review confirmed the reported error code, which prevents the device from performing a rescue. The error is not user-correctable and must be cleared by zoll. Log review showed that this error was prompting for 3 months before it was reported. This report has been attributed to unaddressed advisory messages. Analysis of reports of this type has not identified an increase in trend.